Event description:
It was reported that during a biopsy procedure, while trying to deploy the marker, the system took two further samples without pressing/selecting anything on the encor system, driver or foot pedal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire system was returned for evaluation. The encor enspire system was visually inspected upon receipt, and it was found to be in good condition. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported unintended movement issue. The root cause for the reported unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2050), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, while trying to deploy the marker, the system took two further samples without pressing/selecting anything on the encor system, driver or foot pedal. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2050).